Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the tandem user guide, ¿the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days. The dexcom g6 transmitter connects to the sensor pod and wirelessly sends readings to the pump, which acts as a receiver for the therapeutic cgm, every 5 minutes. The display shows sensor glucose readings, trend graph, direction and rate of change arrows. The sensor is discarded after a session of up to 10 days.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. No additional patient or event information was available. Reportedly, the customer performed calibrations when there was no bg value displayed on the cgm home screen and the sensor has been in use for over 10 days. A replacement sensor was sent to the customer.